Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for us in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) level ranged between 300-500 mg/dl with a small level of ketones. The customer changed the supplies on the pump and a correction bolus was delivered via the pump. Reportedly, the customer was using apidra in the cartridges. The contact stated that the customer was using 6mm cannulas instead of the 9mm cannula and thought that this may have been the cause of the occlusions.